Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed that the tidal volume was too high. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The customer informed the authorized service provider (asp) that the sensor was detected to be faulty and replaced the device to repair it. The investigation is ongoing.

Manufacturer narrative:
E1 (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service personnel, it was stated that the customer used a 3rd party service for the repair of the device. The hospital did not provide further information. Philips is unable to confirm the final disposition of the device because the customer used a 3rd party repair service. No further information regarding the patient from the time of the event was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.